Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead dislodged. It was also reported that the rv lead exhibited no capture at high thresholds and ventricular pacing appears to be capturing the atrium. Diagnostic testing/troubleshooting was performed and the patient is for monitoring going forward. No patient complications have been reported as a result of this event.